Event description:
This case is being reported as a malfunction, however, there is no sufficient information to substantiate this. There is no evidence to lead the company to believe that the error 2 message was not correct. The company is reporting this case due to the severity of the event. The patient worked (3) 16hr shifts and came home on the day of the event at 6pm. Didn't eat anything before going to bed. Patient's life partner went to check on patient and noticed patient was breathing hard and rapid. Patient's pupils were dilated. Gave patient glucose tablets, water and a popsicle. Tried to take patient's blood sugar 3x but kept getting an error 2 message. He called lifescan at approximately 8:00pm to attempt to get a reading from the meter. While on the phone, patient stopped breathing. The life partner called fire dept and anbulance while on the phone with lifescan. Patient's pulse and breathing stopped, CPR was performed unsuccessfully. Ambulance took patient to the hospital where patient was pronounced dead. Two days after the event, on the second attempt, company staff person spoke to the life partner and he stated the patient passed away that night of the event. He then put on hold and did not return, after 10 minutes company staff person disconnected the call. Not able to leave a message because there was no answering machine. Sent a fedex letter the next day and have not received a response.